Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with lactate dehydrogenase (ldh) at 3500 u/l with upper lab limit at 192. Hematuria, international normalized ratio (inr) 1.1 due to noncompliance and elevated creatinine from baseline. On (B)(6) 2020, the patient underwent a pump exchange due to a thrombus. The pump will not be returned for evaluation. No additional information was provided.

Event description:
Correction: the pump involved in this event was (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. The report of suspected pump thrombosis could not be confirmed through this evaluation as no images were submitted for review and the pump was not returned for evaluation. Additionally, a direct relationship between the device and the reported hemolysis and hematuria could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Device thrombosis, hemolysis, and bleeding are listed in the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as no images were submitted for review and the pump was not returned for evaluation. Additionally, a direct relationship between the device and the reported hemolysis could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 14dec2016. Device thrombosis and hemolysis are listed in the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.